Event description:
It was reported that the drive support cap on the insulin pump is loose. It was also reported that the vibrate mode is not working. Blood glucose level at the time of the incident is unknown. Advised insulin pump would be replaced.

Manufacturer narrative:
The insulin pump received with protruded and loose drive support disk and unable to vibrate during self test due to broken vibrator black wire. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.